Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a meter error issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/08/2014 with the following findings: evaluation revealed that the returned meter powers up normally. Evidence of moisture observed on battery compartment contacts. After verifying the time/date the meter goes back to the set up screen. Investigators were unable to move past set up screen and pair meter with test pump due to moisture damage in meter.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.